Manufacturer narrative:
H10: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During visual inspection the technician found that an internal three-way connector (no indication which one) was aged or broken. The reported condition was verified. Since the machine was not evaluated by baxter qualified personnel, the cause of the condition could not be determined. The component was replaced, and the machine was returned to service without any other problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during during the disinfection process on an ak 96 machine, a fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.